Event description:
It was observed that during the device evaluation, the subject device exhibited flooding in the main unit imaging and image abnormality. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5, found flooding in the main unit imaging and image abnormality. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): -flooding in the main unit imaging IFU applicable sections. The following statement is found in the ¿warning¿ section of the instruction manual ¿for safe use endoscope image disappearance and freezing¿: ·if the product is bumped or dropped, it may cause the endoscope to freeze. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. -image abnormality IFU applicable part. The following statement is found in ¿warnings¿ in the ¿instructions for use¿ section of the instruction manual: ·there is a possibility of abnormalities in endoscopic images and functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Do not bump or drop the product. Water leakage may damage the electrical circuits inside the product. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.